Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Analysis of the device memory also indicated pacing capture threshold in the rv (right ventricle) had risen and was elevated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a follow up device check the implantable pulse generator's (ipg) atrial pacing threshold increased and was high, and the ventricular pacing threshold had increased. It was noted that the patient had recently received an external electrical cardioversion performed. The device remains in use. No patient complications have been reported as a result of this event.